Event description:
An opthalmologist reports that he does not believe the intraocular lens malfunctioned although he indicates the reported cystoid macular edema could possibly have been related to the intraocular lens. Lens remains implanted. Pt's visual acuity was 20/20 on 11/30/1998.